Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-sep-01 from a manufacturer representative reported the pump was close to end of service and the healthcare professional (hcp) discarded the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (ba clofen) 2000mcg/ml for a total dose of 1372mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported the patient's mother stated that the patient has been exhibiting signs of increased spasticity and irritability for some time now. It was noted the issues were brought to the managing healthcare professional (hcp) and they increased the pump dose with little result. It was unknown what may have caused or contributed to the issue. The patient was close to elective replacement indicator (eri) on the pump, so hcp determined it would be in the patient's best interest to replace the catheter at the same time. The hcp checked the patency of the catheter at replacement, and determined that the catheter was patent and was able to draw cerebrospinal fluid (csf)/drug back from the catheter access port. Actions/interventions included replacement. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." It was noted that surgical in tervention occurred on (B)(6) 2017 and both catheters will not be returned for analysis as they were discarded. The patient's weight was unknown. The patient's medical history included a history of a brain aneurism as a small child. The event date was unknown. No further complications were reported/anticipated.